Event description:
It was reported that the system 9800 would not produce images and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that a fuse on the igbt circuit board had opened and the system was not producing x-rays. The fuse was replaced. The system was tested and found to be working as intended and placed back into service.